Manufacturer narrative:
A field service engineer (fse) went on-site and emptied the overflow and found the peri-pump pressure cover was not seated correctly. Fse primed instrument 40 times and no fluid was overflowing. Fse ran cta carryover testing and all passed within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the over flow bottle on the closed tube aliquotter (cta) of the unicel dxc 600i synchron access clinical system was overflowing. No injury was reported and no erroneous results were generated.